Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a scuba co-cr stent peripheral bare metal stent to treat a stenosis in the right iliac artery. The device was inspected and prepared as normal prior to use with no issues noted .when the device was delivered to the lesion it was observed that the stent was missing from the device. Angioplasty was performed with the balloon, the balloon was deflated but the stent was not found. With the use of fluoroscopy the trajectory that was taken was searched for the stent without success. An (B)(6) cobalt stent was then used to treat further stenosis. The patient will be treated again and they will implant a stent where they previously wanted to place the scuba. It was reported that the stent may have not been on the balloon prior to insertion . Please note that this device (scuba co-cr) is distributed outside the united states; however, it is similar to the united states distributed product (scuba biliary). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Cine image review: angio images were provided for the evaluation. The angio images showed the flow in the iliac artery and balloon inflations in the lesion site. It is also present a general angiography of the patient. The scuba stent was not visible in the angio images provided for review.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.